Event description:
Healthcare professional reports lower than expected pt results with the protime microcoagulation system. Post joint repalcement surgery, pt was placed on coumadin therapy. Protime generated result of 0.9 inr. Nurse sent blood sample to the reference lab for comparison and result was 2.0 inr. Customer indicated that the instrument did not successfully pass liquid quality control testing which generated results below the acceptable range. Pt's therapeutic range: 2.0-3.0 inr. No adverse events reported.

Manufacturer narrative:
(B)(4).